Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a weak sulcus, cannot hold the intraocular lens (iol) implant. The surgeon changed to an anterior chamber lens. During the same procedure there was an incision enlargement; however, no vitrectomy, no capsule tear or patient injury was reported. The patient was doing well post op.